Event description:
It was reported that the patient had the device implanted to cover his foot pain. Starting the day prior to the report at noon, the patient had just had the worst 24 hours since having the device put in due to his feet hurting. It was noted the device was fully charged but he was at a nursing home and no one could help him, and he could not run the device by himself. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).